Event description:
It was reported that the bur tip was turned black during a procedure. At the time of report there was no known impact to patient. Additional information received stating that there was no patient or staff impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown tool, serial/lot #: unknown, UDI#: unknown. H3: product analysis ((B)(4)) - mr8-avs10: evaluation of the device determined that the attachment was overheating. The likely cause of failure was identified as broken tip bearing and tool bur wobbles. It was also noted that scratches on the attachment. H3: product analysis ((B)(4) - pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.